Event description:
Excessive peel formation at the cardiocel patch implantation site in pediatric case. No significant bacterial information present. Surgeon suspected patient hypersensitivity toward materials.